Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check tests. The ventilator was investigated by our field service engineer on-site and the gas module was determined defective and replaced which solved the issue. No replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.